Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The display functioned properly.

Event description:
It was reported that insulin pump had a frozen display. It was stated that the buttons were not responding and the time on the insulin pump was not advancing. It was stated that any alarm occurred during or after the buttons stopped responding. The battery was removed for two hours, but the anomaly persists. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.